Event description:
The customer received a questionable ethanol gen.2 result for one patient sample. The initial result was 14 mg/dl with a data flag and was reported outside the laboratory. The nurse in the ER called questioning the result as the patient was obviously drunk. The primary sample tube was repeated on the same analyzer and the results were 183 mg/dl with a data flag and 182 mg/dl with a data flag. An aliquot of the sample was poured off and tested on another cobas c501 analyzer and the result was 176 mg/dl with a data flag. The repeat results were believed to be correct and the result of 183 mg/dl was reported out as a corrected result. There was no adverse event. The ethanol reagent lot number was 69357801 with an expiration date of 07/31/2014. The field service representative could not find a cause, but noted there was dried leakage from the naoh-d tubing. He checked the performance of rinse mechanism and verified it was ok. He performed a precision run which was acceptable and cleaned, dried and adjusted the naoh-d tubing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. The provided reaction monitor showed a flat kinetic reaction which can be associated with not enough sample was pipetted into the reaction cuvette. As the provided calibration and qc data from prior to and after the event were acceptable and only the first sampling from the primary tube was affected, a general pre-analytical issue was likely.